Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Wang, c. C., trahanas, j., petrovic, m., ahmad, a., garcia, j. D., ye, e., williams, a. M., bommareddi, s., nguyen, d. Q., absi, t., tipograf, y., siddiqi, h., jelly, c., balakrishna, a., schlendorf, k. H., shah, a. S., & lima, b. (2025). Safe practices: partial coverage of left ventricular assist device reduces bleeding risk during explant-heart transplant without causing obstruction. The journal of heart and lung transplantation, 44(12), 1992¿1995. Https://doi.org/10.1016/j.healun.2025.08.020 vanderbilt university school of medicine, nashville, tn no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported in the article, "safe practices: partial coverage of left ventricular assist device reduces bleeding risk during explant-heart transplant without causing obstruction": left ventricular assist device (lvad) explant is technically challenging during heart transplantation (ht) and is associated with intraoperative and postoperative blood loss. This single institution study examined the effects of partial polytetrafluoroethylene (ptfe) protective coverage during heartmate 3 implant on perioperative blood loss during the explant-ht. Partial ptfe coverage of the outflow graft and chassis during heartmate 3 implant is significantly associated with reduced intraoperative and postoperative transfusion requirements and postoperative chest tube output, and this association held true after adjusting for prior sternotomies and multi-organ transplants. While previous studies have warned against use of a complete ptfe wrap due to concerns of outflow graft obstruction, modification to a partial ptfe wrap could mitigate the bleeding risk without increasing the risk of obstruction. Patients with durable lvads are susceptible to hemorrhage and injury to intrathoracic structures during explant-ht, especially with unprotected outflow grafts or dense adhesions between the device chassis and chest wall. Protecting lvad components with ptfe sheets can reduce adhesions and shield against inadvertent injury during reentry, although it has been suggested to cause extrinsic outflow graft obstruction; modifications such as longitudinal splicing may mitigate this risk. At this institution, precautionary measures included directing the outflow graft along a serpentine course away from the sternum, circumferentially covering the outflow graft with a 20-mm ringed ptfe vascular graft with a longitudinal slit posteriorly to avoid a complete seal, and covering the chassis extra-pericardially with a 15×15cm ptfe felt sheet to prevent chest wall adhesion. From november 2018 to december 2023, 623 adults underwent ht, including 104 patients with hm3 explants. Patients were grouped by ptfe coverage: both outflow graft and chassis covered (59/104, 56.7%), only one covered (27/104, 26.0%), and no coverage (18/104, 17.3%). Donor demographics and baseline recipient characteristics were comparable. Intraoperative blood use included packed red blood cells (prbc), fresh frozen plasma (ffp), platelets, and cryoprecipitate, while postoperative blood use included the sum of all prbc, ffp, and platelets within 48 h. Intraoperative (mean 3808 ml vs 6191 ml, p=0.008) and postoperative blood use (mean 2563 ml vs 5447 ml, p=0.016), and chest tube output at 48 h (mean 1838 ml vs 3191 ml, p=0.020) were significantly lower with both outflow graft and chassis covered compared to no coverage. Rates of severe primary reoperation for hemorrhage and 30-day and 1-year survival were comparable. Linear regression adjusting for =2 prior sternotomies and multiorgan transplants showed that no coverage was associated with greater intraoperative (estimate 2373 ml, sd 773, p=0.003) and postoperative blood requirements (estimate 2683 ml, sd 986, p=0.008), and postoperative chest tube output (estimate 1354 ml, sd 491, p=0.007) compared to partial coverage of both components. Of note, =2 prior sternotomies were not associated with outcomes, while multiorgan transplant was associated with increased preoperative (p=0.039) and postoperative transfusions (p < 0.001), and chest tube output (p=0.025). The lack of a standardized lvad implantation approach that facilitates the potential future need for explant-ht may expose patients to an increased risk of bleeding complications. Partial ptfe coverage that is not sewn to the outflow graft and chassis was described as an effective strategy for facilitating the explant-ht process and reducing perioperative blood loss and transfusion requirements. The use of contiguous ptfe wrapping on the outflow graft of heartware devices has been associated with outflow graft obstruction, with a proposed mechanism of debris accumulation between the outflow graft and ptfe wrapping leading to extrinsic compression, which led to recommendations to avoid ptfe coverage and instead rely on outflow graft positioning in heartmate 3 implants. To mitigate this, leaving the wrap open at various segments has been proposed to allow accumulating debris to escape. The use of a ringed, partial ptfe wrap avoids debris trapping and external compression while still preventing adhesion formation, and no instances of outflow graft compression were observed with this technique on pre-transplant CT scans. Standardization of lvad implant technique across transplant and non-transplant centers was emphasized to strengthen continuity of care and facilitate the explant-ht process, with further studies needed to evaluate additional clinically relevant outcomes and determine whether coverage of both the outflow graft and chassis is required.